Event description:
A pt of unk age and unk gender, presented for an unspecified procedure. As reported by the treating physician, the cook medical tornado embolization coil, became stuck in the tip of the angiographic catheter. There was no report of harm or injury to the pt due to this product problem. The angiographic catheter was discarded by the user and is not available to be returned to the MFR for eval.

Manufacturer narrative:
F/u with the user noted that this device was being used to deliver a cook medical tornado embolization coil. The instructions for use for the angiodynamic's angiographic catheter states that "angiodynamics angiographic catheter are for use where angiographic diagnosis is indicated." A review of the lot history records was performed for the reported packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. As the device was not returned, angiodynamics is unable to perform a device eval. The customer's complaint description could not be confirmed. The root cause for the reported defect is unk. However, based on f/u info from the user the most likely root cause for the reported complaint is user error as the angiodynamics angiographic catheter are intended for diagnosis and not indicated for the delivery of treatment devices. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).